Manufacturer narrative:
Clarification to section d: the reported device has catalog no. N-trf365. Lot numbers 3104234 and 3023584 were reported but side is not specified against the lot no. Hence, lot no. Could not be captured in the record. Clarification (type of investigation code - (B)(4)) - a device history record has been requested for both lot numbers. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.

Event description:
Health professional reported right side "siliconomas." The device has been explanted.